Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 2.85 mg/dl. The sample was repeated because the result did not match the patient's clinical status. On (B)(6) 2025, the repeated result was 8.68 mg/dl. On (B)(6) 2025, a new sample from the patient was obtained, and the result was 8.77 mg/dl.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 814941. The expiration date is october 2025. The field service representative performed checks and tests. The investigation is ongoing.

Manufacturer narrative:
The field service representative performed adjustments, which resolved the issue. The investigation determined the service actions resolved the issue.